Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020, with blood glucose of 11 mg/dl. Customers other blood glucose value were 26 mg/dl, 32 mg/dl, 17 mg/dl 41 mg/dl and 14 mg/dl. Customer was in emergency room as a result of low blood glucose level. The customer was treated with glucagon injection. Customer had alleged that insulin pump was over delivering because the doctor said that the insulin pump was faulty. The devices will not be returned for analysis.